Manufacturer narrative:
29-dec-2015: case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in the united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted about 4-5 months ago from time of this report. Consumer reported she has been bleeding since essure inserted and she never experienced this before. She was passing large clots and had been to the emergency room many times due to bleeding. She had received blood transfusions due to this bleeding. She stated that was unbelievable the things were coming of her vagina the morning of the report. She also reported it was tearing her insides up, she had pelvic pain and hair was coming out and that was sad. The consumer stated she was only (B)(6) and might need a hysterectomy. She stated she might contact a lawyer. The day of this report she was in emergency room as she was speaking on phone. She wanted it out. Product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) year-old female who had essure (fallopian tube occlusion insert) inserted and had been bleeding since insertion (interpreted as genital bleeding). She had received blood transfusions due to that bleeding. She stated she might need a hysterectomy. She wanted the essure inserts out. The genital bleeding is serious due to required intervention and listed in the reference safety information for essure. Considering that this genital bleeding started since essure was inserted and that there is no alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since it required an intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.